Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2015 with the following findings: the display screen was found to be damaged. The pump powered on to a blank display screen, but normal audio and vibration alerts. The battery cap was unable to fully tighten to the pump due to damaged threads. A power loss was not duplicated with the damaged battery cap. The battery compartment was intact. There were pump reboot events associated with battery changes observed in the device's black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.